Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest that this event was not device related but rather attributed to user error.

Event description:
The sales person notified the surgeon of the recall with this device. The surgeon took x-rays of a pt who recently had this device implanted and found that the screw and insert were dislocated from the tibial baseplate. The pt has not experienced any pain in her knee so far. The surgeon noted that he would like to replace this device with a new one. The revision surgery has not been conducted.